Event description:
It was reported by service report that the scale was broken, and the motion interrupt pan was missing. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result - cracked scale assembly. Missing motion interrupt pan.